Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an alleged overdischarge. The patient has dementia and let the battery deplete. It was reported that the stimulation really helped her. 5 consecutive physician mode restart sessions were performed; however they could not bring the device out of overdischarge. That patient hadn't used the device for approximately 3-5 years, but they were unsure of when the patient first tried to recharge, but couldn't no date or appointment was set to replace the battery. There were no patient symptoms reported. Additional information has been requested regarding actions/interventions taken to resolve the overdischarge, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.